Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of (50 mg/dl) the customer consumed juice to stabilize bg level. The customer stated that the cause of the low bg was due to not eating at the appropriate time. The customer stated there was no issue with the pump or supplies.